Manufacturer narrative:
Pump received with broken belt clip rails. Test reservoir lock properly inside the reservoir tube. Unable to perform displacement test and no button response due to j1 connector on pcb1 was unlock during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damaged railings. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.